Event description:
On (B)(6) 2014, the patient underwent treatment of an expanding infrarenal abdominal aortic aneurysm measuring greater than 5.6 cm and a left common iliac artery aneurysm measuring 2.8 cm with gore® excluder® aaa endoprostheses. It was reported, the patient¿s left iliac artery was extremely tortuous causing difficulty with the advancement of the contralateral leg component. An effort was made to advance the graft outside of the sheath and into position in the left common iliac artery. Intra-operative images showed the device had prematurely deployed distally between the left common and external iliac arteries and unintentionally covered the left hypogastric artery. Reportedly, force was used in an attempt to pull the delivery catheter back into the sheath in order to remove the device and sheath together. As the catheter was being withdrawn, it was reported the leading olive and polyimide guidewire lumen had completely separated from the delivery catheter. The physician elected to perform a cut down procedure and successfully removed the endoprosthesis with a pair of forceps. Patency was restored to the left hypogastric artery with the removal of the contralateral leg component. Another contralateral leg component was then implanted to complete the procedure. The procedure concluded without any further complications, and the patient tolerated the procedure.

Manufacturer narrative:
The contralateral leg component was returned to gore for evaluation. During the investigation, it was observed that the device was returned inside the introducer sheath. The delivery catheter was fractured and broken off at the trailing olive. The stent graph was unconstrained and separated from the delivery catheter. The deployment knob was still screwed in the delivery catheter. The deployment line was extended out the trailing olive of the delivery catheter, ending in a broken end. The end of the deployment line was still threaded in stitches of the deployment sleeve. The findings from the evaluation are consistent with the physician¿s observations. Based on the available information and evaluation of the returned product, no root cause for the broken leading end of the catheter could be determined with the currently available information. However, use outside of the gore excluder aaa endoprosthesis instructions for use likely contributed to the event.

Manufacturer narrative:
Patient medications include flomax, cetirizine, potassium, singulair, losartan, lovastatin, glimepiride, metformin, coreg, aspirin, omega 3, calcium and glucosamine. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.